Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The available fragment showed abrasion marks. At 3.5cm distal to the connector pin the insulation was broken on the df-1 connector. Based on the characteristics of the damage, it is reasonable to assume that the connector was subject to severe mechanical stress in the implanted state, most likely due to interaction with the generator housing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 84 months, it was reported that there was a low impedance on the ventricular lead.